Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone. The customer's blood glucose reading was 333 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose has gone up over the past few days to 360 mg/dl and this has been high for the customer. Troubleshooting advised customer on settings and site issues that may have raised their blood glucose. No further details provided.